Event description:
It was reported that improper labelling occurred. A 6f guidezilla ii was selected for percutaneous coronary intervention (pci). During the course of the procedure, the physician could not advance the guidezilla into a non-boston scientific guide catheter. After further inspection, it was noted that the guidezilla being used was actually a 7f guidezilla, written on the green hub. When they checked the package again, it was confirmed that it was indeed a 6f guidezilla package. The difficulty to advance was explained by the incorrect size product being packaged in the wrongly labeled package. The procedure was completed with another of the same device. No patient complications were reported.